Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, patient: 1, inratio: 4.0, lab: 1.7. Date: (B)(6) 2010, patient: 2, inratio: 1.8, lab: 3.2. Lab test was done within about 1 hour from inratio results. Caller reports wiping the first drop of blood when taking the blood sample.